Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # in was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that since (B)(6) 2019 his blood glucose readings were not being stored in the memory of the contour next usb meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next usb meter (serial # (B)(4). An in-house testing was performed using the returned meter with in-house contour next test strips and contour next control solution. All readings were within specification and properly stored in the meter's memory. The meter readings were uploaded to the glucofacts deluxe, which showed that the meter was not used regularly. There is a potential that the customer may be using more than one meter.